Event description:
The manufacturer received information from a customer biomed technician alleging that a trilogy ev300 device was displaying a "vent service required" error message. There were no reports of patient harm or injury, and the device was not in patient use at the time of the complaint. During a remote service session with the manufacturer's service engineer, the customer performed the performance verification test (pvt). At the conclusion of the test, the device failed and displayed the error evt_battery_not_charging_fault. The customer was advised that this error may be related to the initial "service required" alarm and was instructed to review the device log to determine whether the fault was current or historical. Additional testing resulted in evt_soft_power_fail and evt_hard_power_fail errors. The manufacturer's service engineer advised that these errors are associated with the internal battery and recommended replacement of the battery. Battery order information was provided, and the customer elected to take responsibility for correcting and repairing the device. A final report is being submitted. If new information becomes available following completion of the device repair that changes the outcome of the investigation or affects medical device reporting requirements, a follow-up or supplemental report will be submitted.

Manufacturer narrative:
The reported failure of the device's internal battery is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.